Event description:
It was reported that 78 day dwell. Staff advise patient line inserted for long term chemotherapy. Patient due treatment and staff were attempting to flush line prior. The leak was identified: when changing dressing - struggled with flushing and draw back. It was resistant - mainly positional but was very sluggish with draw back - only just getting blood return. On using a harder push, a popping sensation felt and with continued flushing pt then experienced the pain. At first only on flushing in certain position. To assess if issue was positional vs split in line did a quick flush through pump 50ml stat. Pt started feeling pain in the position that wasn't hurting prior. The leak was internal - 5cm from insertion point. Unsure on exact cm landmark where securacath was secured - it was approximately 2cm from insertion point - so approx 7cm from where the crack was found. Site cleaned with chlorhex, no there was no kinks in PICC when it was dressed. Patient does no heavy lifting or sports. Pt had an IV line put in and treatment given 2 hours late. Pt was very anxious about the situation as she has very poor venous access and has had bad experiences in the past with cannulation. Yes PICC had been used for CT. PICC line removed after consultation with medical staff. Line inserted (B)(6) 2024 l basilic position line secured with transparent dressing, securacath retainer placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 17 cm and 18 cm depth markers. A secondary split was observed between the 19 cm and 20 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together the catheter was found to be flattened between the 9 cm and 11 cm depth markers. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that 78 day dwell. Staff advise patient line inserted for long term chemotherapy. Patient due treatment and staff were attempting to flush line prior. The leak was identified: when changing dressing - struggled with flushing and draw back. It was resistant - mainly positional but was very sluggish with draw back - only just getting blood return. On using a harder push, a popping sensation felt and with continued flushing pt then experienced the pain. At first only on flushing in certain position. To assess if issue was positional vs split in line did a quick flush through pump 50ml stat. Pt started feeling pain in the position that wasn't hurting prior. The leak was internal - 5cm from insertion point. Unsure on exact cm landmark where securacath was secured - it was approximately 2cm from insertion point - so approx 7cm from where the crack was found. Site cleaned with chlorhex, no there was no kinks in PICC when it was dressed. Patient does no heavy lifting or sports. Pt had an IV line put in and treatment given 2 hours late. Pt was very anxious about the situation as she has very poor venous access and has had bad experiences in the past with cannulation. Yes PICC had been used for CT. PICC line removed after consultation with medical staff. Line inserted (B)(6) 2024 l basilic position. Line secured with transparent dressing, securacath retainer placed. No other information was provided.